Event description:
It was reported the pt (B)(6) will undergo a surgical procedure in order to have the ipg relocated. The device is allegedly causing discomfort in its current position. It was reported this will be the second surgery of this nature for the pt as a previous revision was undertaken in (B)(6) 2012 to relocate the device from the left buttock to its current location in the left abdomen area.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.